Event description:
During an initial implant of an atrial leadless pacemaker (alp) on (B)(6) 2026, it was reported that the alp dislodged and embolized to the hepatic vein shortly after fixation. This was confirmed with fluoroscopy. Additionally, it was noted the pacing impedance of the alp slightly decreased. The alp was retrieved and removed, and a new alp was successfully implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of dislodgement and low pacing impedance could not be confirmed. Visual inspection noted no anomaly. Further analysis performed, including impedance testing, could not confirm low pacing impedance. A review of the device history record (dhs) confirmed no issues were identified related to the reported events. Longevity assessment found battery voltage above the elective replacement indicator (eri) voltage with appropriate remaining longevity.